Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
It was reported in per form that this right ventricular (rv) lead exhibited undersensing and high pacing thresholds. Perforation in the heart wall was observed, confirmed via CT scan. Lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported in per form that this right ventricular (rv) lead exhibited undersensing and high pacing thresholds. Perforation in the heart wall was observed, confirmed via CT scan. Lead was successfully replaced. No additional adverse patient effects were reported.